Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.